Event description:
It was reported that following an a&p repair, the patient developed a low-grade fever for several weeks, the cause of which could not be identified. The patient was taken back to surgery and the implant was removed and the patient did fine. No further complications were reported.